Event description:
Note: this report pertains to the first of two malfunctions occurring with the same patient. It was reported to boston scientific corporation on august 8, 2007, that a biopsy procedure in the bronchial tube using a radial jaw 3 biopsy forcep was performed on the day before (patient age, gender and weight unknown). According to the complaint, the physician was "unable to open the cup completely." This event scenario is not MDR-reportable. However, the evaluation of the returned suspect device completed on september 21, 2007, revealed that one of the pull wires were broken; this event scenario is MDR-reportable. A second radial jaw 3 biopsy forcep was then used.

Manufacturer narrative:
A visual examination of the returned device revealed that one of the two pull wires was broken and it's curvature was out of specification (see figures 1 and 2). The fractured segment was analyzed by the bsc analytical lab. Sem (scanning electron microscopy) analysis revealed that the formed "z" vertex was slightly elongated with wire surface micro-tears present, which were adjacent to, and in the same direction as, the fracture (see figures 3 and 4). Although the fractured pull wire was related to the event, the relationship between the fracture and the use of the device is unknown; the cause of the wire fracture is undetermined. A CAPA is in progress to further investigate this failure mode. The device history record for the lot was reviewed; no anomalies were noted. A search of the complaint database revealed one additional complaint was received for this lot (same procedure). The august 2007 15-month pulmonary forcep product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.